Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: " check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: scratches and chips found throughout the device, due to wear of angle wire, bending angle in up direction does not meet specifications, due to wear on lock engagement lever, the angle knob torque of lock engagement lever at engage exceeds specifications, switch button 1 has discoloration, label on the lightguide connector is peeled, and indication on light guide connector is not correct. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had leakage from the universal cord/video cable. During inspection and evaluation, the objective lens adhesive was peeling. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.